Event description:
Dexcom was made aware on 04/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, rash, and redness, covering an unknown part of the skin, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient, started to have skin reactions 5 months after switching from the dexcom g6 to the dexcom g7. Contact allergy investigation showed a contact allergy to rosin-related substances that, according to the hcp reporting the complaint, is a product that they had been able to detect in the dexcom product via chemical analyses. It was stated that the patient now had a lifelong contact allergy. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).